Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements greater than 3000 ohms. Boston scientific technical services (ts) reviewed data from this device and confirmed the pacing impedance trend has shown out of range values, but the shock impedance measurements appeared to be in range and fluctuating around 100-110 ohms. No noise episodes were detected, and the meters did not report a significant amount of non-physiological frequencies above 250 beats per minute. Ts recommended lead integrity evaluation, including patient maneuvers, x-ray imaging and electrical measurements. At this time, no further information is available. The lead remains in service and no adverse patient effects have been reported.